Event description:
A customer in the united states reported (B)(6) oxacillin results in association with the vitek® 2 ast-gp75 test kit while testing a staphylococcus aureus isolate. Alternate methods of testing included alere pbp2a+, chromid® (B)(6), and cepheid; each method indicated oxacillin resistance. The result was reported as (B)(6) to the physician based on the pbp2a+ result; no delay in reporting, no adverse impact to patient. The vitek® 2 ast-gp75 result was not used in the treatment decisions for the patient. The customer sent an isolate to a reference laboratory for additional confirmatory testing; results have not yet returned. The susceptibility results provided by the customer were processed through an internal biomérieux simulator; the same phenotypes were obtained indicating that the vitek® 2 advanced expert system (aes) made the correct decision based on the susceptibility patterns of the organism. Upon repeat testing via vitek® 2 ast-gp75 test kit, oxacillin and cefoxitin screen results coincide with the pbp2a+ result. There is no indication or report from the hospital or treating physician to biomérieux that the initial discrepant result led to any adverse event related to a patient's state of health. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in the united states reported false susceptible oxacillin results in association with the vitek® 2 ast-gp75 test kit while testing a staphylococcus aureus isolate. An internal biomerieux investigation was performed. Identifications of the isolates were confirmed and testing included two (2) gp75 cards from the same lot as that tested by the customer and two (2) cards from a random lot. Additional testing included agar dilution (ad), the reference method for ox (ox101n), cefoxitin disc, the reference method for oxsf (oxsf01n), broth microdilution (bmd) and pbp2a latex agglutination. Isolate 911211: when tested on customer and random lots of ast- gp75 cards, susceptible mics </= 0.25 were obtained and oxsf results were positive, resulting in aes modification of ox category interpretation to resistant. The reference ad for ox gave a susceptible mic = 1, categorical agreement, however more than 1 doubling dilution apart making this an essential agreement error for the vitek® 2. The resistant cefoxitin disc diffusion result of 14 mm, reference method for oxsf, confirms the positive oxsf result. Pbp2a testing was positive and bmd mic >/= 8 was resistant. The customer's false negative oxsf was not duplicated. Isolate 911212: when tested on customer and random lots of ast-gp75, susceptible mic = 1 and negative oxsf results obtained by the customer were duplicated. The reference ad for ox gave a susceptible mic = 0.5, 1 doubling dilution from the vitek 2,demonstrating essential agreement. The resistant cefoxitin disc diffusion (20 mm) is discrepant with the negative oxsf results and aes was not able to detect this mrsa phenotype. Pbp2a testing was positive and bmd mic = 2 was susceptible. Results suggest these to be atypical stains of staphylococcus aureus.